Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line)which occurred on the homechoice (hc) during drain 1 of 5. The home patient (hp) was connected at the time of the alarm. The patient line had been properly primed prior to connecting. A patient extension was in use, and had been properly added prior to prime. The patient did not disconnect prior to the alarm. All of the bags were properly connected. There were no open clamps on unused lines. The set was not being used. The patient did not have pets that could have caused the damage. There was no damage noted to the over pouch or carton in which the cassette was delivered. A sharp object was not used to open the supplies. The supplies were not damaged by an outlet port clamp or assist device. The hp checked the patient line, and stated that the connection between the patient line and the patient line extension was loose and leaking. The technical service representative (tsr) had the hp close all clamps and disconnect using aseptic technique. The hp cycled the power to clear the system error 2240, which was then followed by a system error 2367. The hp then ended therapy. The hp was to notify her peritoneal dialysis registered nurse as soon as possible. Proper procedures were reviewed with the hp. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the patient line and the patient line extension, which can cause system error 2240 alarms. The hp checked the patient line, and stated that the connection between the patient line and the patient line extension was loose and leaking. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.